Event description:
A surgeon reported following intraocular lens (iol) implant surgery, a patient had a refractive surprise. The lens was exchanged. Additional information was received from the surgeon, who reported the patient experienced blurry vision, had to hold things too close and was off balance. It is unknown if the device caused/contributed to the event due to the patient's history of lasik. The surgeon indicated the possibility that the iol was labeled with the wrong power. The surgeon also reported that the event will resolve following the exchange.

Manufacturer narrative:
The device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. Additional information was requested by phone and fax. A completed questionnaire was received (B)(4) 2015.